Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report. 02jan2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had alarms that are triggered at the level of the pressure transducer. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19jun2019. Date rec'd by MFR: 01may2019. Although requested, the patient's information could not be provided. The faulty da pcba (data acquisition printed circuit board assembly) was returned and fi (failure investigation) was performed. The returned da pcba was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator successfully powered up and delivered breaths but failed the pressure accuracy test . The (u7) component was isolated to be the defective component so it was replaced on the returned da pcba and re-tested. The test ventilator successfully powered up, delivered breaths, and passed the pressure accuracy test: the test ventilator operated for 1 hour without failures. Therefore, it was determined that the defective (u7) component generated the pressure accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 04jan2019. Date rec'd by MFR: 03jan2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. A review of the diagnostic logs showed error code messages of machine and proximal pressure sensors failed and pressure regulation high. The fse replaced the data acquisition pcba and solenoids 2 and 4 to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.